Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2017 a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse cleaned the incubator, cup punch, and wash area. The problem could not be reproduced. The system was running without error when the fse arrived. No further action is required by field service. A 13-month complaint / service history review for similar complaints was performed for the serial number (B)(4) from aware date of (B)(6) 2017, which included data from 28-july2016 through (B)(6) 2017. There were no similar complaints identified during the searched period, which includes this event. The aia-900 operator's manual under section 12 flags and error messages are as follows: [4277] incubator positioning overrun cause: the home sensor s120, which is not supposed to detect the incubator before it reaches the target position, detected the incubator. Measurement will be interrupted. Action: please contact tosoh local representatives. Check s120 and pm120 for a possible malfunction. The most probable cause for incubator positioning overrun could not be duplicated.

Event description:
On (B)(6) 2017, a customer reported error 4277 incubator positioning overrun on the aia-900 instrument. The customer completed an all set home and rebooted the system but the error did not clear. The customer was unable to run patient samples on follicle stimulating hormone (fsh). On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for fsh. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.